Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there were high impedances, greater than 20,000 ohms on the 8-15 leads ¿ all contacts. The rep reported that the 0-1 contacts were ok. No further complications were reported. The rep reported that the patient didn¿t have relief on the right side. The rep reported that this started after a previous overdischarge event. It was noted to be a sudden change in therapy/symptoms. It was reported that the patient was being scheduled for an all new system with lead replacement. The rep reported that an overdischarge occurred 3-4 months ago. A physician mode recharge (pmr) was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there were high impedances, greater than 20,000 ohms on the 8-15 leads ¿ all contacts. The rep reported that the 0-1 contacts were ok. No further complications were reported.